Event description:
The customer reported the monitors turn off. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and cleaned the circuit board contacts. System operates as intended. (B)(4).